Manufacturer narrative:
Device was not returned to manufacturer for investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part has been received, however, product investigation is not yet completed; no conclusion could be drawn. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, on (B)(6) 2018, surgery for spinal canal stenosis was performed by using the transforaminal posterior atraumatic lumbar spacer system (t-pal). The fixed area was l4¿l5. The posterior lumbar interbody fusion was performed in the area between l4 and l5. The intervertebral maneuver was done to insert the spacer to the area between l4 and l5. The intervertebral space was widened by a spreader. The 10mm size was selected by the surgeon. The spacer was inserted directly without a test run (as usual). The spacer was advanced into the intervertebral space and rotated completely. The spacer could not initially be released from the applicator (confirmed by imaging). The surgery was completed safely with a 30-minute-delay, and there was no adverse consequence to the patient. This complaint involves three (3) devices. This complaint is for one (1) spacer-applicator handle. This is report 2 of 3 for (B)(4) .